Event description:
The customer reported the telemetry device has a speaker malfunction error message and no audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Additional information was received, it was reported the device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process.